Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article of three (3) year outcomes from following 220 patients who underwent a left atrial appendage (laa) closure procedure where either a non-boston scientific laa closure device, a watchman closure device, or a watchman flx closure device was implanted across eight (8) centers. This was a randomized control trial. It was reported the following serious injuries occurred and results were compiled at the three (3) year clinical follow up: cerebral vascular accident (cva), transient ischemic attack (tia), systemic embolism, device related thrombus (drt), peri-device leak (pdl), and both major and minor bleeding events. Literature citation: galea, r. Et al 2025) 3-year clinical outcomes comparing the amulet vs watchman flx for left atrial appendage closure in patients with atrial fibrillation. 86 (1). Journal of the american college of cardiology.

Manufacturer narrative:
B3: used bsc aware date as event date as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.